Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms after breaking their shoulder (broken shoulder was reported as unrelated to the device). This had occurred in 2017. The patient thought "I don't think this is working properly because I have to use the bathroom every hour and a half". This issue had started in (B)(6) 2018. The family member stated that they helped the patient go to the bathroom and noticed that only about 35 mls of urine each time they used the bathroom. They also mentioned that the healthcare professional¿s (hcp) nurse offered to "just take the device out" but the patient said no because of the costs (¿cost a lot of money¿) associated with implant/removal. The patient stated that they did not get to sleep due to using the restroom so often. The patient did track their symptoms and it was noticed they used the bathroom 6 times in a 12 hour period. The patient stated that they were at 1.8 volts on program 2 and the stimulation was off. It was recommended to turn the stimulation on. The patient felt the stimulation at 1.6 volts on program 2. They would contact the manufacturer again if the stimulation change did not resolve did not help. The patient was also redirected to follow up with their hcp if the issue did not improve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the frequent need to urinate has been with me for a very long time but became a bigger problem after they fell and broke my hip in 2012. In (b)6) 2016, their doctor installed the stimulator which has had no effect with several adjustments because she still has the need to empty her bladder very frequently even though there is only a small amount of urine. The patient was very tired because she must get up numerous times during the night and getting up every two hours was keeping her from getting a restful sleep and extremely tired. The patient felt the lack of sleep has contributed to her falling and it will have an increasingly bad effect on their health. In 2017, they fell in the shower and broke their shoulder. This problem became a real challenge for the two months she was handicapped. In 2018, they fell again during a rush to the bathroom in the middle of the night, breaking their neck and back. Again, frequent trips to the bathroom are a real challenge. While she must go to the bathroom at least every two hours to avoid wetting herself, there was only a very small amount of urine (about a quarter cup or less).this frequent need to go to the bathroom has been with patient for years but it became a bigger problem in recent years when they've become increasingly tired, fallen in the night and broken bones. The stimulator has been of no help in spite of several attempts to adjust it. It probably was not properly installed because there was never any difference with different programs, different intensities or even if it were on or off. The patient is taking myrbetriq twice per day but still must go to the bathroom every two hours to avoid wetting herself. The patient is in (B)(6) and this problem, compounded by her exhaustion is a threat to her health and life. The patient have made an appointment with a new doctor we recommended who is familiar with the stimulator. Hopefully, he will be able to help.